Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a high internal oxygen (o2) alarm discovered during device set up. The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the oxygen regulator. The unit was then functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported.